Event description:
It was reported that prior to implant, while still in sterile package, the device would not interrogate. The device was not implanted.

Manufacturer narrative:
All info was provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Eval description: the reported field event of telemetry anomaly was confirmed to have no rf telemetry. The cause was determined to be a firmware error that was repeatedly detected but not corrected. Rf telemetry is lost each time the parity error is detected.